Event description:
The customer reported that during priming and clamping the centrifugal outlet tubing; bubbles were noticed coming out of the arterial filter stopcock area. A video was sent with a depiction of the observed event.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The oxygenator showed no leakages, no bubbles, nor dripping at the stopcock area. The only thing which was found was a small potential leakage at the dialysis port. The potential failure was investigated and tracked via the CAPA system. (B)(4).